Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was stuck in rewind. It happened twice to the customer. The customer reverted to a backup plan. The customer tried to change the reservoir but received a jet of insulin when they were not connected. Customer's blood glucose level was 140 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, self test, off no power and unexpected restart error tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support. Unable to perform the occlusion, prime or excessive no delivery tests due to the compromised force sensor system alarms. No rewind anomaly was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked display window and a stained end cap sticker.